Manufacturer narrative:
A2; age - the subject is 76 years old at the time of enrollment.

Event description:
It was reported that pain and restenosis occurred, requiring additional intervention and medication. The subject underwent treatment with the ranger drug-coated balloons on (B)(6) 2023 as a part of the clinical trial. The target lesion #001 was in the right mid superficial femoral artery and right distal superficial femoral artery with 5 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with 80 mm lesion length with 90% stenosis and was classified as trans-atlantic inter society consensus (tasc) ii b lesion. Prior to the target lesion treatment with the study device, thrombectomy was performed using non-boston scientific (bsc) thrombectomy device. Treatment of target lesion was performed by dilation using two 5 mm x 80 mm ranger drug-coated balloon study devices. Following treatment, post-dilation was performed using 6 mm x 40 mm non-bsc pta balloon and the final residual stenosis was noted to be 10%. On 03-dec-2023, the subject was discharged from the hospital on dual anti-platelet therapy. On (B)(6) 2024, the subject presented to hospital for planned digital subtraction angiography (dsa) for fontaine stage IV peripheral arterial occlusive disease in right leg. Subject reported severe, progressive right-sided pain with associated loss of mobility and persisting pain even at rest and walking only short distance was possible. On the same day, the subject was hospitalized for the further evaluation and treatment. On (B)(6) 2024, bilateral lower extremity angiography revealed the following: right lower extremity (target limb): common iliac artery, external iliac artery, common femoral artery, and popliteal artery free of disease. Serial high-grade stenosis of right superficial femoral artery with single vessel supply to the lower leg via open posterior tibial artery. Left lower extremity: common iliac artery, external iliac artery, common femoral artery, and popliteal artery free of disease. Short segment occlusion in distal superficial femoral artery with single vessel supply to the lower leg via open posterior tibial artery. On (B)(6) 2024, 237 days post index procedure, 90% stenosis noted in right mid superficial femoral artery and right distal superficial femoral artery were treated by angioplasty using two 5 mm x 120 mm ranger drug coated balloons. Following treatment, post procedural angiography revealed good runoff without dissection, embolism and the final residual stenosis was noted to be 20% (tlr/001). On the same day, the event was considered to be resolved. On (B)(6) 2024, duplex sonography revealed good post-interventional result with no vascular complications. Subject was started with vasodilating therapy with prostavasin and with regards to cardiovascular risk factors, statin therapy was started again. Transthoracic echocardiogram (tte) revealed good left ventricular pump function and multivalvular heart defect. Hence, subject was recommended for outpatient check-up during the course of treatment. On (B)(6) 2024, the subject was discharged to outpatient care on aspirin and clopidogrel.